Event description:
During a pfa procedure, during insertion of the volt catheter into the sheath an air leak was noted in the valve. Aspiration was performed while the balloon was in the handle and air was continuously aspirated. There was also blood noted to be leaking from the valve. The sheath was replaced but the same issue occurred. The sheath was replaced with a third but the issue persisted. It was ensured that for the third sheath the dilator was introduced carefully and straight. The volt catheter was replaced but the leak in the valve persisted. While troubleshooting, it was ensured that the volt wire valve was fully closed, the sideport tap was closed. It was also attempted to withdraw the catheter a few centimeters and then readvance. The leak persisted throughout all troubleshooting. The physician submerged the valve in saline and attempted to aspirate again. It was noted that this stopped the air leak as only blood was aspirated, it did not appear to be diluted by the saline. The procedure was completed by switching to the non-abbott (farapulse by boston scientific) to complete the procedure with no adverse patient consequences.